Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery did not power the device when transitioning from alternating current (ac) power. The battery light emitting diode (led) was not illuminated on the front panel, but the power led was. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during setup. No patient or user harm was reported. The customer called technical support to report that the battery did not power the device when transitioning from alternating current (ac) power. The battery light emitting diode (led) was not illuminated on the front panel while the power led was illuminated. The customer verified that the power management (pm) printed circuit board assembly (pcba) had been updated per field correction order (fco), and the power supply voltage was 14v at the battery terminal connector; however, the battery voltage was low at the battery connector and on screen in pneumatics--the battery may be a non-OEM part. The remote service engineer (rse) advised the customer to replace the battery with a philips battery to correct the issue and provided the customer with the part number of the philips battery. The investigation is ongoing.